Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the description of the event, videography provided by the customer, and our knowledge of the product. Results: visual inspection of the videography provided by the customer showed a person applying force to the swivel wye by hand, and the swivel then coming away from the swivel elbow. In reviewing the video it could not be determined how much manual force was applied as there was no measurement or other indication. Visually, no damages were observed to swivel elbow or swivel wye. Conclusion: without the complaint device, we could not determine what caused the rt266 swivel to disassemble easily. The infant swivel is assembled using a machine to ensure a consistent tightness of connection. All rt266 infant dual heated evaqua2 breathing circuits are designed to conform to iso:5367. All rt266 circuits are visually inspected, pressure and flow tested during production, and those that fail, are rejected. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit also state the following: "check all connections are tight before use." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that the "y-piece" of an rt266 infant dual heated evaqua2 breathing circuit "easily fall off". It was identified when the circuit was taken out of the box. There was no patient involvement.